Event description:
On (B)(6) 2026, the patient had a high bg of 385 due to poor adhesion, site fell off and needle was not in the patient's body. The patient changed the site and resumed the insulin delivery.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.